Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: dynamic locking screw (dls) 5.0 has broken at the laser-weld on (B)(6) 2013, and the surgeon would like remove it. The pin of the dls 5.0 was broken within the sleeve. It was reported that this event did not cause a significant prolongation of the procedure. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. The results of the additional evaluation show no material defects based on our inspections/testing. The dynamic locking screw has likely become fatigued due to cyclic overloading. The discernable fine fatigue lines and secondary cracks in the regions of the available original fracture face are a sign of a fatigue crack under cyclic overload. The reason for the damage at the level of the press fit could not be determined with accuracy. The preserved regions of the original fracture face of the pin demonstrate fatigue lines. The cause of fracture cannot be determined conclusively. Placeholder.